Manufacturer narrative:
Results: the returned jet7 was fractured inside its peel-able sheath at approximately 14.0 cm from the hub. The device was kinked at approximately 1.0 cm and 32.0 cm from the hub. The device was ovalized at approximately 15.0 cm, 16.0 cm and 105.0 cm from the hub. Upon functional testing, the peel-able sheath was removed from the fractured jet7 without issue. Conclusions: evaluation of the returned jet7 confirmed a fracture. If the jet7 is forcefully mishandled during cleaning, damage such as a fracture may occurred. Further investigation revealed kinks and ovalizations on the device. These damages were likely incidental to the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the common carotid artery (cca) using a penumbra system jet 7 reperfusion catheter (jet7) and a non-penumbra guide catheter. During the procedure, physician advanced the jet7 through the guide catheter and into the patient's vessel and decided that the jet7 was not positioned distal enough in the vasculature. The jet7 was then removed for cleaning before re-advancement into the patient. While wiping the jet7, it broke apart near the distal end. Therefore, the jet7 was no longer used. The procedure was completed using a new jet7 and the same guide catheter. There was no report of an adverse effect to the patient.